Manufacturer narrative:
The initial MDR 2432235-2016-00325 was filed on june 16, 2016. Additional information (07/11/2016): a siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that there was a sampling error when the sample was processed. The cause of the discordant results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer suspected that the discordant results were due to urine contamination in the primary tube. The customer stated that the sample was collected in an alternate laboratory. The sample was initially loaded on an alternate advia labcell automation system. The sample was sitting for nine hours prior to being loaded on s/n: (B)(4). The customer repeated the original sample on different instruments and the crea and un results were still elevated. The customer obtained an edta tube from the patient and the crea result was acceptable. The customer indicated that the sample might have been either incorrectly labelled or contaminated. The cause of the discordant results on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
The operator of an advia labcell automation system contacted a siemens customer care center (ccc) specialist and stated that they obtained the discordant results on multiple assays for one patient sample. The discordant results were reported to the physician(s), who questioned them. The patient was admitted to the hospital due to the discordant results. A new sample was obtained from the patient and was tested in the hospital, resulting different than the initial results and matching the clinical picture of the patient. The customer repeated the original sample on different instruments and the crea and un results were still elevated. The customer obtained ethylenediaminetetraacetic acid (edta) sample tube from the patient and the results were acceptable. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.